Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the procedure, a pneumothorax was identified post-operatively, which was not apparent during the case. A few hours after the procedure, a post-operative nurse noted that the patient had a small pneumothorax. Additional imaging was conducted to assess the progression of the pneumothorax. The attending physician determined that the pneumothorax had progressed. A chest tube was subsequently placed due to the pneumothorax. The patient was in the hospital for 4 extra days.